Event description:
Doctor inserted essure in left tube, then when he went to insert in right could not; tube was closed. So I only have essure in left tube. It was inserted 2007 I think. Having chronic pain left side since 2013. My doctor said that it was not the essure. He said it was something with intestines. He sent me to my gastrointestinal doctor who did tests. Everything was fine. My gastro doctor said it was my essure. Sent me back to gynecologist who had me have MRI and cat scan. Both the MRI and cat scan show the same.